Manufacturer narrative:
The device has been received. Upon receipt at our post market quality assurance laboratory, no abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the outer and inner faces near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The complaint allegations were confirmed through product analysis. Correction to the initial MDR in block(s) brand name (d1), common device name (d2a), in section d - suspected medical device, initial reporter phone (e1), in section e - initial reporter.

Event description:
It was reported that faradrive steerable sheath clear selected for ablation procedure. During the procedure, the farawave was advanced into the faradrive until it becomes visible through the transparent portion of the sheath at which blood return was confirmed. Physician noted that an unusual amount of air was aspirated at that time (air was drawn in from the side port). Additionally hemostatic valve appeared stained with blood and small amount of blood leakage was observed. Due to concerns about the potential risk of air embolism the faradrive was replaced and the procedure was continued. No air was observed in the patient's body, and no findings such as st elevation was noted. The tip of the guidewire was exactly hidden by the tip of the farawave. No damage noted on catheter or sheath. Air bubble observed at the side port. Leak was identified at the time of confirming blood return after inserting the farawave into the faradrive. A slow ooze from hemostatic valve. No leak noted from the distal or proximal end of the handle. After removing the farawave, the leakage from the hemostatic valve stopped. The procedure was completed successfully by using different device and same mode. No patient complications were reported. The device is expected to return for analysis.

Event description:
It was reported that faradrive steerable sheath clear selected for ablation procedure. During the procedure, the farawave was advanced into the faradrive until it becomes visible through the transparent portion of the sheath at which blood return was confirmed. Physician noted that an unusual amount of air was aspirated at that time (air was drawn in from the side port). Additionally hemostatic valve appeared stained with blood and small amount of blood leakage was observed. Due to concerns about the potential risk of air embolism the faradrive was replaced and the procedure was continued. No air was observed in the patient's body, and no findings such as st elevation was noted. The tip of the guidewire was exactly hidden by the tip of the farawave. No damage noted on catheter or sheath. Air bubble observed at the side port. Leak was identified at the time of confirming blood return after inserting the farawave into the faradrive. A slow ooze from hemostatic valve. No leak noted from the distal or proximal end of the handle. After removing the farawave, the leakage from the hemostatic valve stopped.the procedure was completed successfully by using different device and same mode. No patient complications were reported. The device is expected to return for analysis.